Event description:
Caller states patient tested 7.7 inr on the coaguchek xs system. The caller contacted the patient's physician, who advised her to take the patient to the emergency room (ER). While at the ER a comparison lab returned as 4.75 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.